Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product had an lec1660 cassette alarm. Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed error 1660 occurred during pump operation. Functional testing was unable to replicate the reported issue; however, it confirmed that lec 1660 was displayed during the self-check. The root cause was determined to be a possible defective main board. The device was returned unrepaired per the customer¿s request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.